Manufacturer narrative:
The investigation for the hemolysis has been completed. The impella device was not returned for evaluation. The data logs were returned for evaluation and confirmed two suction events occurred before hemolysis began and were resolved by lowering the p-level. According to the clinical, on the first day of impella rp support the patient developed signs of hemolysis with very dark colored urine. Correct pump position was confirmed via x-ray imaging. The following day the patient was no longer able to produce urine and they were started on crrt. Plasma free hgb was drawn to rule out hemolysis with an initial test result of 230 and a following result of 130. A couple days later the decision was made to explant the pump. No biomaterial was observed upon explant and plasma free hgb returned to normal shortly after the device was removed. The cause of the hemolysis was not determined because no product was returned and not enough clinical information was given. The instructions for use for impella rp system with automated impella controller & impella rp flex with smart assist system with automated impella controller instructions for use & clinical reference manual in section: potential adverse events (united states) states ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported that a 50-year-old female on impella rp flex support developed hemolysis and was started on continuous renal replacement therapy a couple of days later. The impella rp flex was removed. A temporary right ventricular assist device was placed.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.